Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "air alarm" was confirmed. Service determined that the cause was due to air sensor being out of calibration. The vr801 potentiometer on the sensor board was recalibrated to resolve the issue.

Event description:
The customer reported to baxter (B)(4) of a flogard pump that presented a false air alarm. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.